Manufacturer narrative:
Insulin pump received with no button response due to flattened all button dome switch (no crease). No button error alarm and no unlocked j2/lcd keypad connector noted during test. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test due to buttons not responding. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, stained end cap sticker, stained address/serial number label, cracked belt clip slot, cracked case reservoir tube window corner, cracked lcd window and cracked battery tube threads.

Event description:
Customer reported via phone call that insulin pump was not able to download to care link personal. Customer¿s current blood glucose was 220mg/dl. Customer assisted with self test and passed the test. Insulin pump will not be return for analysis.